Event description:
It was reported that a clearlink y-type blood/solution set had blood clotting at the filter membrane. This issue occurred during a blood transfusion procedure. The customer stated that "the blood clotted almost instantly once it reached the filter." There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The date of occurrence is unknown; however, it was reported to have occurred during the week of (B)(6) 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The sample was visually inspected and functionally tested. No nonconformances were found. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.